Manufacturer narrative:
The reported event of under-sensing was not confirmed. The information provided was reviewed by abbott engineering and no under sensing episodes were visible. The device is performing per specification.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the implantable cardiac monitor exhibited under-sensing. No intervention was performed. The patient was in stable condition and will be continue to be monitored.